Event description:
It was reported by dealer just received this left side replacement motor for the m41srr power chair and it is faulty brand new out of box. The brake does not work on this motor. No patient involvement, protocol questions not applicable.